Event description:
A physician reported during the vitrectomy surgery, encountered issues with the actuation, cutting, and aspiration functions of the cutter. Despite replacing two single cutters, the problem persisted. Subsequently, they attempted to resolve the issue by substituting the aligned console from another room and replacing all consumables. However, the problem continued. Eventually, the surgery was completed successfully. The decision to replace consumables was made due to ongoing cutter malfunctions, attributed to suspected issues with the machine (specifically the nitrogen gas hose), resulting in decreased supply pressure rendering the cutter ineffective.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).